Event description:
Pt underwent posterior spine fusion t4-s1 for scoliosis in 1997 with variable axis screws, locking rings, collars, connectors and hard rods alond with bone graft. X-rays taken in 5/2000 indicate a fracture of the left rod just below the l3 pedicle screw. During revision surgery in 2000, it was noted that both rods were broken in the lumbar spine at approximately l3. All hardware was removed.